Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked, and still functional. Customer¿s blood glucose (bg) level was 600 mg/dl with moderate ketones. Contact administered an insulin shot to address the elevated bg. The customer continued to use the pump for insulin therapy, and had insulin pens available as alternate insulin therapy.